Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent break imdrf device code a150207 captures the reportable event of stent difficult to remove imdrf device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted in the bile duct to treat a biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. On (B)(6) 2024, three months post-stent placement procedure, an attempt was made to remove the stent; however, it broke in half. The physician attempted to sweep the stent out using multiple devices but was unsuccessful. The physician later used a spyglass to grab the stent and successfully removed it. There were no patient complications as a result of this event. A photo of the complaint device was provided, and the stent was noted to be deformed.